Event description:
It was reported that the user received an alert 41 indicating an insulin absolute range error and was unable to complete a rewind despite multiple restarts and a dry run after removing supplies. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user education on the return process and new device setup. Investigation included remote troubleshooting and guidance to perform device recovery steps. Investigation of this case revealed a persistent alarm with failure to complete rewind, consistent with a malfunction of the insulin delivery subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with root cause undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.